Manufacturer narrative:
A patient death was reported to abbott and the cause of death is unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that during a surgical implant procedure, anesthesia was having difficulty maintaining the patients airway, the patient coded, and pulse was lost. Advanced cardiovascular life support was provided, patient was stabilized, and patient was transferred to the ICU. The patient later died. During the same surgery, an ipg was explanted and replaced as documented in related manufacturer reference number 1627487-2020-21124.